Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the "ECG machine has problem". There was no reported of patient involvement.